Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient¿s cgm was showing as inaccurate, it was displaying 50 mg/dl while the blood glucose was 212 mg/dl. On (B)(6) 2025, the patient experienced weakness and loss of consciousness while being on a train. The patient was unconscious for about 30 seconds. When the patient regained consciousness, a friend tried to treat the patient with a glucagon nose spray but was unsuccessful in doing so. The friend called an ambulance, and while waiting for the ambulance, gave the patient some food and soda. The patient was taken to the hospital where they arrived at an unknown time in the evening. The patient was treated with intravenous fluids, ibuprofen and novalgin. No further treatment was reported to be needed and the patient was discharged the day after the event around lunchtime. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.